Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no failed battery test or off no power alarms occurred during testing. No unexpected motor noise during bolus delivery noted. The insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
Customer reported via phone, the insulin pump had alarmed failed battery test and low battery test. Customer's blood glucose was 150 mg/dl. Troubleshooting was performed and customer was able to clear alarm with no reoccurrence. Battery cap was sent to customer to rule out any possible issues with the battery cap. Customer called back and stated she had received the battery cap and alarms continue to reoccur. Customer's blood glucose was 100 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.